Event description:
Per (B) (4) adverse event report, this pt developed a "baseball sized" hematoma post device implant. The hematoma was successfully drained on (B) (6)2009, and the system remains implanted. Should add'l info become available, this report will be updated. Stratos lv, (B) (4), MDR 1028232-2010-01507; setrox s 45, (B) (4), MDR 1028232-2010-01508; setrox s 45, (B) (4), MDR 1028232-2010-01510.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.